Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s blood glucose level was 230 mg/dl. The customer reported that they were unable to get all readings off of the pump and also stated that the pump powered off several times. The customer was advised to insert a new battery as soon as possible, if display does not return revert to a back-up plan as per health care professional¿s recommendation until the replacement battery cap arrives. The insulin pump will not be returned for analysis.